Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed due to a missing teflon o-ring. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history indicated a potential lot-specific quality issue. Based on available information, the leak is due to the observed missing teflon o-ring in the dilator rhv. The observed missing teflon o-ring was determined to be a potential product quality issue. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, during the preparation of the steerable guide catheter (sgc), the tuohy on the dilator failed to close. Saline was observed flushing out of the valve. Therefore, the device was not used and replaced.